Event description:
The customer reported the system displayed a communication failure error message which could result in a system lock-up or no boot. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.